Event description:
New info received: no adverse effects to the patient's post-operative condition. The patient continues to be monitored via remote merlin.net transmission.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise leading to oversensing and inhibition of pacing was observed on the rv lead. Patient later presented to the ER after receiving inappropriate atp and hv therapy due to noise on the rv lead. Programming changes were made. Physician elected to schedule patient for lead replacement. The lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.